Event description:
It was reported that noise was displayed on the egms and appeared to characteristic of a lead fracture. Technical services discussed performing isometrics and positional testing to try and reproduce the noise. The st. Jude medical representative reported that positional testing was performed and noise was reproduced on the egm. The case was discussed with the physician. The physician ordered a chest x-ray and advised the pt to return for re-examination. To date, no further info regarding the re-examination has been reported. Our records indicate that the system remains implanted.